Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all manufacturing specifications prior to release. Results: without the actual product, a complete analysis cannot be conducted. Conclusion: a follow-up report will be filed when investigation has been completed.

Event description:
Pump filled with ropivacaine to 550cc and hooked to patient on (B)(6) 2011 and removed on (B)(6) 2011 due to bolus button stuck in down position. No adverse event occurred. Date of event: (B)(6) 2011.